Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Update (B)(6) 2018: as reported by rep: patient was revised for instability. Patella and insert were explanted and re-implanted with stryker components. Poly on patella was completely worn and disassociated from metal back portion of patella. No other information is available due to hospital policy.